Manufacturer narrative:
(B)(4). Product not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference or user had high glucose value. Manufacturer contacted customer with follow up phone calls to ensure the new product replacement does not get high results. Customer tested on the phone call, first control test and obtained results within range,second blood glucose test and obtained results of 499mg/dl again. Customer stated will go to the doctor's office since customer does not present symptoms.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 376, 420, and 335 mg/dl. The customer's expected fasting blood glucose test result range is 170 - 200 mg/dl. The customer feels well and did not report any hyperglycemia symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/20/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set): (B)(6). Memory concerns:420mg/dl. Customer complained of high readings of 376mg/dl, 420mg/dl, 335mg/dl, 324mg/dl, 369mg/dl all consistently reading higher than the expected range of 170mg/dl-200mg/dl.